Event description:
Customer reported the insulin pump alarming lost sensor frequently. Customer stated the sensor glucose and blood glucose were not close, e.g. A sensor glucose value of 330 mg/dl while her actual blood glucose value was 200 mg/dl. Customer stated this caused her to go low, to 40 mg/dl. Customer states she wasn't hospitalized, and declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.